Event description:
It was reported by the customer that the pyxis medstation system had a drawer failure, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure, which resulted in a delay in patient care. A field service engineer replaced an insep, flat flex cable and five trays in the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.